Manufacturer narrative:
Citation: musial r et al. Local anaesthesia with analgosedation in patients qualified for transcatheter aortic valve implantation (tavi): first institute's results and experiments. Anaesthesiol intensive ther. 2017;49(1):40-46. Doi 10.5603/ait.a2017.0002. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding local anesthesia with analgosedation during transcatheter aortic valve implant (tavi). All data were collected from a single center between september 2015 and february 2016. The study population included 11 patients (predominantly female; mean age 80 years), an unknown number of which were implanted with medtronic corevalve or an evolut r bioprosthetic valve (serial numbers not provided). Among all patients adverse events included: complete heart block requiring a permanent pacemaker implant, and thoracotomy to decompress cardiac tamponade. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between all of the observed adverse events and medtronic product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.